Event description:
It was reported that the patient experienced recurring incontinence with the ams 800 artificial urinary sphincter (aus) because the device stopped working. An ultrasound revealed a fluid loss in the system although no leaking was noted in the cuff and balloon after explanation. All the original aus components were explanted and replaced with new components. There were no known complications during surgery.